Manufacturer narrative:
(B)(4). Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not working. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer also stated that the insert battery alarm did not display on the pump screen. Customer states the contacts on the battery cap are neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Troubleshooting was performed for blank display. Customer was advised to clean battery cap contacts with a dry cotton swab. Advised to allow at least one minute for the battery contacts to dry and to insert a new battery. Display did not returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshooting. The insulin pump will be returned for analysis.